Manufacturer narrative:
Per the report, the item turns on, but no air comes through. The filter has been changed, but it still does not work. Per customer, "patient came into the pharmacy where the machine was purchased and bought new filters and a new nebulizer kit to try to fix the problem." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, the item turns on, but no air comes through. The filter has been changed, but it still does not work.